Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right atrial (ra) lead and implantable cardioverter defibrillator (ICD) showed a questionable pacing capture with competitive pacing post appropriate shock due to atrial sensing and ventricular sensing falling into blanking at times. There were ventricular sensed events in the underlying rhythm. Last check some months ago showed good outputs and ra lead trending was stable. The health care professional was told it is not uncommon to have some irregular conduction/escape post shock. Furthermore, the atrial capture could not be confirmed as it could be refractory pacing as well if there were atrial sensed events. The ra lead and the ICD remain in service. No adverse patient effects were reported.